Event description:
Reportable based on returned device analysis completed 10 oct 2022 it was reported that failure to cross the lesion occurred. A comet ii wire was advanced and unable to cross the distal right coronary artery (rca) due to severe tortuosity. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis found a separated tip.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an ffr comet pressure wire. The occ cable was not returned for analysis. The tip, device shaft, proximal face end, and sensor port were visually and microscopically examined for damage or any irregularities. Inspection of the device revealed that the tip was bent, extremely stretched to the point that the wire was unraveled and separated. The separated ends of the wire, appear to suggest that part of the tip was not returned for analysis. A test occ cable was used for device testing. The wire was connected to the handle of the occ cable. The shroud of the occ cable was connected to the ffr link for signal verification. The signal was not present, as designed. During testing with the ffr link, the signal strength showed a yellow/orange light and the zeroed showed a blinking red light. The shroud of the test occ cable was then connected to the bench top testing equipment, the modulation was checked but there was no modulation (0%) for this device. Device analysis was conducted by inspecting the sensor by viewing the sensor port to verify that the sensor was in the correct location. The sensor looked to be inside the sensor housing with body fluids in the sensor housing detached from the fiber optic cable. The wire was gently shaken to see if the sensor would move within the sensor housing and the sensor did move which verifies the sensor was detached from the fiber optic. The proximal end of the wire was inspected for any fiber optic cracks or damage and that was polished correctly. The wire end showed no damage. Product analysis did not confirm the reported difficulty crossing, as the clinical circumstances could not be replicated. However, the damaged tip most likely was caused due to the difficulty to cross the lesion.